Manufacturer narrative:
The electrode serial number is unknown at this time. The report will be updated, and a supplemental report will be sent when the information is known.

Event description:
It was reported that, at the implant procedure when running the auto setup feature, there was a message that it was unable to acquire a reference EKG. The intrinsic signals were too small. Also, the low energy shock impedance was high and out-of-range. The doctor opened the pocket and cleaned the pulse generator header. The impedance dropped to 65 ohms and the signals were now good. A defibrillation threshold test was done successfully. There were no additional adverse patient effects. The system remains implanted.